Event description:
It was rpeorted that 386 days following a coronary artery drug eluting stenting treatment procedure, a death event occurred. Initial index procedure treated 2 lesion. Lesion 1 lmca, denovo, 2.8 x 10mm, no calcification or tortuosity, 90% stenosis. Predilation was performed. Lesion 1 was treated with 3.0 x 12mm taxus express2 stent. Lesion 2 prox cx, denovo, 2.5 x 12mm, no calcification or tortuosity, 85% stenosis. Predilation was performed. Lesion 2 was treated with 2.5x 16mm taxus express2 stent. Pt was discharged 15 days following index procedure with prescribed medications of asa and plavix. Target vessel re-vascularization of lmca occurred 380 days following index procedure. Myocardial infarction (mi) occured 381 days following index procedure. Death wa due to first acute anterior mi 386 days following index procedure. The target vessel was involved.